Event description:
The pollack stent broke in the pt during the introduction of the double j stent. The broken part got stuck in the kidney, and an add'l procedure was required to retrieve it.

Manufacturer narrative:
At this time, the device has not been rec'd for eval, the product is in transit. Upon arrival, the device and add'l info, an eval will be performed and a followup report will be forwarded.